Manufacturer narrative:
During the evaluation of the device at the olympus service center, the peeling of the coating on the insertion section was found to be caused by deterioration. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the subject device exhibited a non-specific image defect. The device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. In addition, upon inspection and testing of the returned device, peeling of the coating on the insertion section was observed. This report is being submitted for the reportable malfunction (peeling of the coating) found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.